Event description:
It was reported after a pump replacement previously reported in manufacturer report #3004209178-2013-03155, the patient woke up from surgery and was back to a functional level for at least 5 hours. The patient's dose post-surgery was 100 mcg/d. Within 15 minutes, it was reported that the patient went from talking to severe seizures. The patient did not have any increase in spasms, tone, or reports of itching. The neurosurgery team reported the patient had acute respiratory distress syndrome and the patient had a trach placed. The team evaluated the patient's symptom presentation as a possible withdrawal, but it was ruled out. The patient was almost to a therapeutic dose now at approximately 300 mcg/d. Drug in pump is lioresal 500mcg/ml. This event had been previously reported under manufacturer report # 3004209178-2013-03155. Any additional information regarding this post-pump replacement event will be reported in this manufacturer report number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
Additional information received reported the drug was likely gablofen because the refill was done outside of the implanting institution. The health care provider (hcp) from the admitting facility reportedly believed the seizures caused the respiratory distress. A catheter access port procedure was done and the admitting facility verified the volumes in the reservoir matched the programmer amounts. The patient has reportedly recovered without issue. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient¿s pump was used to infuse lioresal. It was noted that the patient¿s baclofen intrathecal treatment was on-going. It was reported that there were no other medication contained in the pump at the time of the event. It was noted that the patient¿s seizures post-operatively were suspected to be related to severe metabolic derangement, overwhelming infection, underlying seizure disorder and psychiatric condition. It was reported not to be related to intrathecal baclofen (itb) dose.